Event description:
The tip of the screwdriver shank was reported to have fractured intraoperatively along with a screw. This caused a minor delay to surgery to remove the fractured screw including an additional incision. Another screwdriver shank of the same product code and lot number was reported to have deformed at the tip during use. It was confirmed that the surgery was ultimately completed successfully with no further impact on the patient or user.

Manufacturer narrative:
A recall was initiated of os721010-ns lot 915999 (manufacturer reference: CAPA 003-25) due to the potential link identified between its dimensional nonconformance and the event reported in (B)(6). Only two further devices of this lot were in the field, both in the UK. This recall has now been completed successfully. As the recall only affected this one batch, none of which have been sold or distributed in the USA, no field safety corrective actions are applicable to the USA for this issue. An additional report will be submitted for the screw which fractured in the same event.